Event description:
Device 1 of 4. Referent MFR report: 1627487-2014-02074. Referent MFR report: 1627487-2014-02075. Referent MFR report: 1627487-2014-02076. It was reported the pt alleged she experienced a burning sensation at her scs ipg site when charging. The pt also alleged her scs system no longer provided any stimulation therapy. The pt has stopped using her scs system and is in the process of having it removed. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.